Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that post the lead revision surgery to address the lead migration issue(reference MFR report's 3006705815-2019-01285 and 3006705815-2019-01286), the ipg was unable to communicate with the external device. Troubleshooting attempts were made to no avail and the ipg was deemed inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored post-operatively.